Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. The unit was visually inspected; the unit was incomplete assembled and contained unknown solution. Since the tubing assembled to the stopcock was the reported condition which was not received, it was not possible to performed the evaluation of the condition reported. The condition was not confirmed. The cause of this condition remains unidentified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continuflo set that had a tubing that was above the stopcock separating from the stopcock, while it was attached to an unknown primary bag. The medication being administered was unknown. This reported condition occurred during an infusion. There was no patient injury or medical intervention necessary. No additional information is available.